Event description:
It was reported to philips that the system had a low disk space error, which would impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information acquired, the memory storage was freed up by deleting previous examinations from the system. A philips field service engineer (fse) inspected the system onsite and replaced the image processing (ip) pc. The defective ip pc was returned to philips for failure analysis; however, the root cause of the ip pc failure could not be conclusively determined. Following the replacement of the ip pc and hdd, the system was restored to good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury; as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the procedure could be completed by deleting examinations in order to create more space and continue imaging, based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.